Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for major bleeding in the lower gastrointestinal tract. They received a blood transfusion. The patient was discharged on (B)(6) 2022. Additional information states that the cause of the bleeding was due to a history of lesion or condition in the organ site of bleeding that could potentiate the bleeding episode. Anticoagulant drug administered was warfarin. International normalized ratio (inr) was at 2.4. Additional information states that the bleeding in the lower gastrointestinal tract has been confirmed that it is due to woozing from the erosion of the small intestine, blood transfusion was performed as a fasting fluid replacement management, which was considered as a symptomatic treatment.